Event description:
During a call the patient reported that the physician had a patient whose lap-band system "did the same thing." The patient reported that the lap-band system is "broken and has collapsed". No info was provided on when the issue was first noticed. No info was provided on if the lap-band system has been removed or replaced. The reported event has not been confirmed by a healthcare professional.

Manufacturer narrative:
(B)(4). The product associated with this report has not been returned for analysis. Since no implant date and/or serial number was provided by the reporter the connector type cannot be determined or guessed. Visual examination to determine the connector type associated with this report is not possible. Allergan has not rec'd the product at this time. Therefore no analysis or testing has been done. No add'l info is available to allergan regarding the serial number since no contact info for the surgeon of the patient was made available. Device labeling addressed the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."